Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the chest incision site. Physician prescribed antibiotics. Physician brought the patient into the or, replaced the stimulation lead, sutured, and closed. Patient will continue the previously prescribed course of antibiotics postoperatively.